Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I am submitting a notification of a defective catheter in the codman es 3 csf external drainage system. I am an anesthesiologist at jackson anesthesia associates in (B)(6). Date of incident: (B)(6) 2016. Location: (B)(6). My patient was scheduled for an endovascular repair of a thoracic aneurysm. I was placing a lumbar drain for the case (codman es 3 csf external drainage system. Lot #: ctgcb0, expiration date: 4/2018). After uneventful placement of the catheter into the subarachnoid space, I attempted to withdraw the catheter (after introducer needle was removed) to an appropriate position. Upon initial retraction with negligible resistance, the catheter broke off with the distal portion still in patient. This required neurosurgical intervention to remove the remaining portion, which was intact and removed with little resistance. My hospital or director was notified and the distal catheter specimen was sent to pathology. There were no defects noted in the introducer tuohy needle and the packaging was sterile and intact. Per customer: there are 2 bar codes on package: (B)(4). Yes, the reported event resulted in cancellation of the aneurysm repair. The patient underwent an uneventful extraction of the distal portion the same day of the incident. Patient was discharged home the following day and will be rescheduled for his tevar hopefully later this week. The device and catheter segments were kept for any further evaluation that may be warranted.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be made available for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.